Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified first right posterolateral segment of the right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated up to 6atm at first inflation. However, it was noted that the balloon ruptured. The balloon was removed from the patient's body using the normal method and the procedure was completed with a different device. No complications were reported and the patient was good post procedure.